Event description:
The patient had pain due to a loose tibia and the cause is unknown. At about 1 year and 1 month post-primary the surgeon revised the tibial tray and insert and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 8 april 2024: lot 2216949: (B)(4) items manufactured and released on 07-nov-2022. Expiration date: 2027-10-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.